Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump got wet in a hot tub. Customer's blood glucose was 250 mg/dl at the time of incident. Troubleshooting was performed for moisture in pump and found that there were multiple alarms in pump history including failed battery. Pump passed self test but customer declined to troubleshoot for failed battery test. Customer was advised to monitor pump.